Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: dvbc3d1 ICD, implanted: 2014-(B)(6); 6996 lead implanted 2010-(B)(6). (B)(4).

Event description:
It was reported that a review of the implantable cardioverter defibrillator (ICD) stored data revealed the patient received an inappropriate shock due to oversensing of an outside source (electromagnetic interference). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there were no anomalies.